Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient underwent tlif (transforaminal lumbar interbody fusion) extension procedure. Levels inv olved were l3-4 extension l5-s1. Intra-op, the tip of gear shaft broke inside the patient's pedicle. The surgeon placed a pedicle screw where the gear shaft tip broke. Fragment of the instrument remains in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: product analysis: visual review confirmed approximately ~13 mm of the instrument tip has been broken off, and the tip twisted. Optical fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload.